Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively the right ventricular (rv) lead exhibited high and rising thresholds as well as intermittent pacing failure. It was also reported that the rv slack had been slightly "pulled". The rv lead position was revised and remains in use. No patient complications have been reported as a result of this event.